Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 weeks post implantation due to plate fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Further investigation shows that the plate has fractured into multiple pieces. Two pieces of the plate were returned. Pieces of the plate were not returned. A visual inspection was conducted on the returned 01-9260 plate. The plate shows signs of attempted use including marking and scratching on the plate surface. The returned device was evaluated with optical microscopy and with scanning electron microscopy. Fracture surface artifacts of fatigue striations suggest the fatigue mode of failure. Semi-quantitative eds elemental analysis found the material to be consistent with cp titanium with carbon and oxygen contamination. The device history record was not reviewed as lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.